Manufacturer narrative:
(B)(4)-device evaluation: a retained cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # date of submission 08/18/2014 -device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A leak test was performed without failures; no leaks were observed from the cartridge including the luer connection and o-rings. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.